Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Cellulitis and buried bumper were known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Literature complaint received from (B)(6): a physician reported the following information: among the 109 cases and 53 cases, the tabulation results of hospitals were reported as a performance slide: peg tube broken, peg tube occluded, peg tube aberrant into stomach, granulation, dermatitis (moderate or higher), cellulitis, buried bumper, abscess around the stoma site, and stoma site enlargement. No further complaint information was available.